Event description:
It was reported that a spectrum pump did not recognize a closed door. It was also reported there was no pt injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to "does not recognize closed door, stating error close door", which was confirmed and reproduced as a door not fully latched alarm after loading a set and closing the door during eval. The messages were found to be caused by a failed link switch on the upper auxiliary assembly. The failed upper auxiliary assembly was replaced.